Event description:
It was reported that during the implant procedure, the left ventricular lead was attempted but not used after it perforated the coronary sinus. The physician and patient later discussed implanting a lead however the patient declined. No further patient complications have been reported as a result of this event.